Event description:
Pt alleges receiving breast implants on 4/30/90. Pt also alleges experiencing hardening beginning in late 1990 and having a procedure performed on 9/30/92 for capsular contracture. Physician's note states "capsule contraction with excessive firmness; pain, especially on left side; concern about potential deletrious effects of gel bleed or gel leak; local discomfort in chest, shoulders and arms." Pt plans to have removal.